Manufacturer narrative:
Lot/serial # incorrect. Should read (B)(4).

Event description:
Device will not connect with saverevo. No patient involvement.

Event description:
Device will not connect with saverevo. No patient involvement.

Manufacturer narrative:
The device history records for the sam 300p was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 27th june 2013. The investigation found no fault with the device during testing at heartsine. Given no fault found on the unit, it is possible that a fault with the users hardware or usb cable had prevented connection with saver evo. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.